Manufacturer narrative:
The insulin pump powered up properly and no blank display noted. The insulin pump was received with normal operating currents and passed the self-test, a21 error test, displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No damage was found on the lcd isolation tape during visual inspection. No moisture damage found on the electronic assembly, motor, battery tube and vibrator assembly. However, moisture damage was found on the keypad traces during visual inspection. The insulin pump had cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have low blood glucose. Customer's blood glucose was over 20 mg/dl. Device had a blank display. After troubleshooting, display did not return. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.